Manufacturer narrative:
Findings: pump was received with blank display due to corroded electronic assembly. Unable to verify button error alarm due to blank display. Unit had corroded motor home switch. Unit had scratched lcd window, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error and moisture damage. Customer's blood glucose at time of incident was 190 mg/dl. The customer went into the pool with her pump. The customer stated has a button error and there is water condensation underneath the screen. The customer stated that there is moisture on the insulin pump. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.